Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Aspiration [aspiration]. Product measured potency issue [product measured potency issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of aspiration in a female patient who received double salt dental adhesive cream (new poligrip sk) cream for denture wearer. Concurrent medical conditions included alzheimer's disease, living in residential institution and denture wearer. On an unknown date, the patient started new poligrip sk. On an unknown date, an unknown time after starting new poligrip sk, the patient experienced aspiration (serious criteria gsk medically significant) and product measured potency issue. On an unknown date, the outcome of the aspiration and product measured potency issue were unknown. It was unknown if the reporter considered the aspiration and product measured potency issue to be related to new poligrip sk. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the mother of reporter's husband who had been living in a facility for alzheimer experienced aspiration (serious criteria gsk medically significant) because the denture came off. The staff at the facility used new poligrip sk for her. When she experienced aspiration, some person said that new poligrip sk was used, and other said that it was not used, so it was unknown that if new poligrip sk was really used. The reporter thought that if new poligrip sk was used, the denture did not come off easily. Therefore, the reporter wondered why the denture came off soon and contacted. The reporter never heard that the denture came off before the mother became alzheimer. The reporter's father had been using the stabilizer, but he said that the denture did not come off so easily. The mother of reporter's husband used the partial denture for 4-5 teeth and used new poligrip sk. Her condition was like to eat soft rice most of the time. The reporter was not sure about the use circumstance because the staff at the facility used new poligrip sk. Follow-up information received on 2 july 2021. Additional information, [summary of investigation], global product description: poligrip max seal denture adhesive fresh mint cream unknown size. Primary package lot number: unk 02285973. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Complaint conclusion: unsubstantiated.